Manufacturer narrative:
The tech isolated the issue to loose wire terminals in the power cord plug. He tightened the terminal connections to repair the bed.

Event description:
Info received indicates during a preventive maintenance check, the tech found the ground resistance reading was too high.